Event description:
During a lumbar fusion procedure, the bur broke and remained stuck in the attachment. The procedure was completed with another attachment. There was no adverse consequence to the pt as a result of this malfunction.

Manufacturer narrative:
Investigation results verified that the bur shaft was stuck in the attachment. The root cause of this incident may potentially relate to abnormal treatment of the product. This is possible as the shanks of the burs used in this attachment are very small and excessive force can cause them to break. The label of the device subject to this MDR has a warning which stated do not use excessive force. A new device has been sent to the account.